Event description:
A surgeon reports that following intraocular lens (iol) implant surgery, in the left eye only, the pt reported seeing dark rings on the optic, diplopia and shadows in the periphery. The iol was explanted and replaced with another MFR's lens. The pt reports that pt has blurred vision and sees bright images with the replacement lens.

Event description:
Additional information indicates the patient's most recent bcva is 1.5 (approximately 20/15) and ucva is 1.0 (20/20) following the lens exchange.